Event description:
A possible balloon burst had occurred. No other info was provided since no one could remember what case the device was used on. No pt complications were reported. During product evaluation a jetstream leak was observed. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause an adverse event if it were to recur.